Manufacturer narrative:
Manufacturing review: the lot met all release criteria. Device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one tunneler, allegedly from a 14.5 fr d/l hemosplit 19 cm str hemodialysis catheter with surecuff kit, was returned for evaluation. Gross visual evaluation was performed. The investigation is inconclusive for difficulty to attach tunneler, as the catheter was not returned with the sample and the exact conditions at the time of the reported event are unknown. Additionally, the returned tunneler was compared to the engineering drawing of the correct tunneler for this kit. After comparison, it appeared that the returned tunneler is not the same as the correct. However, it is unknown whether the returned tunneler was originally in the sealed kit, as the sample was not returned in the original sealed packaging. Therefore, the investigation is inconclusive for incorrect tunneler found in packaging. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Expiry date (05/2021).

Event description:
It was reported that during dialysis catheter placement procedure, the catheter allegedly could not firmly attach with the tunneler for insertion. It was further reported that another tunneler was used and catheter was placed. There was no reported patient injury.